Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.

Manufacturer narrative:
The reported event of broken reamer handle shaft was confirmed. The breakage was found at the power coupling end. The end that was broken off was not returned. The straight reamer handles have been fatigue tested and validated to the requisite torque limit. The failure is attributed to an overload. It is unknown how many procedures (cycles) this device has endured throughout its life in the field. A manufacturing review was performed and no discrepancies were found. Complaint information was provided by (B)(4).

Event description:
It was reported during a primary total hip procedure that while reaming for the cup, the reamer shaft handle broke on the connection piece to the power equipment. Shaft was replaced causing no delay. No adverse events reported as a result of the malfunction.